Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci prostatectomy procedure on (B)(6) 2008, and alleged to have injuries including postoperative trauma, hemorrhaging, and a seroma. No further information is available at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including postoperative trauma, hemorrhaging, and a seroma after undergoing a da vinci surgical procedure.

Manufacturer narrative:
On 03/05/2014 received additional information from a case manager from the site. In relation to the reported event, a case manager indicated that the site did not have any knowledge that a malfunction of the da vinci surgical system occurred. In addition, the case manager indicated that the site did not have any knowledge that the da vinci surgical system caused or contributed to any reported complications. According to the case manager, the patient had acute blood loss anemia associated with the procedure and was on plavix. The medication was appropriately held for one week prior to the procedure. No further information was provided.